Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, the overlay tubing of the lead was extrinsically breached due to melting, and visual analysis of the lead indicated apparent explant damage. The lead segments that were returned were thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿noise and oversensing¿ described in the event. Although an extrinsic fracture due to overstress was observed on the distal conductor, no other anomalies were observed that would contribute to the noise and oversensing. Because only a partial lead in segments was returned, it cannot be determined at this time the likely nature of the noise and oversensing. There is a 2.5 cm segment of the lead that was not returned. Corrections: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that there was noise and oversensing on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935, implantable tachy lead, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.